Manufacturer narrative:
Device analysis could not confirm premature battery depletion. Interrogation of the device reveled it was above the elective replacement indicator (eri). All other testing showed no anomalies. Based on this information, there was no evidence of premature depletion.

Event description:
It was reported that the patient presented in clinic for follow up. It was observed that the elective replacement indicator (eri) was exhibited by the implantable cardioverter defibrillator. Premature battery depletion was suspected. The device was explanted and replaced. The patient was stable. Further information was requested but not received.